Manufacturer narrative:
Concomitant products: product ID 3389-28, lot# 0206128176, product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3389-28, lot# va0268k, product type lead; product ID neu_stylet_acc, lot# unknown, product type accessory; product ID neu_stylet_acc, lot# unknown, product type accessory. (B)(4). Final device analysis of the lead revealed the following: the distal end of the lead is bent at the #0 electrode (new out of the box). Final device analysis of the stylet revealed the following: the stylet wire is bent approximately 5.5 cm from the distal end of the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was not implanted because it was "not straight at the distal end." Patient was alive, there were no patient symptoms, and there were no injuries. It was stated that another lead was implanted. A supplemental report will be sent if any additional information is received.